Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) regarding a patient. It was reported that the ins did not work, was removed and they cut the wires but the lead remains implanted. The reason the ins was not working/was removed was because the wires were wrapped around the spinal cord.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient. It was reported that the patient¿s implantable neurostimulator (ins) wouldn¿t help any problem that they would have. The patient stated that they were having pain down their back, which started in their hip and was going down their right leg. The patient mentioned having their insadjusted by a manufacturer representative in the past and not needing to use the device for a while since everything was good. The patient reported that they have had this severe pain now that the ins didn't touch. It was noted that the patient¿s hcp had given them percocets, as well as injections in their back and hip, but nothing had helped. The patient clarified that it had been a couple of years since adjustments were made to their device. It was noted that the severe pain had started about six weeks prior to the date of this report. No further complications were reported or anticipated. Indication for use is spinal pain. Additional information was received from the patient. It was reported that they were having further back problems, as their implantable neurostimulator (ins) wasn't helping much and they may need to have back surgery. The patient wanted to know if they would take the ins and send it back to the manufacturer. It was clarified that the patient thought they needed to have surgery because they had an MRI and severe spinal stenosis. The patient further stated that they didn't have to get surgery on their other vertebras. The patient reported that the ins wasn't helping because it was making their problems more severe. It was noted that the patient had appointments with a surgeon scheduled for (B)(6) 2017. No further complications were reported or anticipated. Additional information as received from the health care professional (hcp). It was reported that reprogramming was the action/intervention taken to resolve the issue of the device not covering the patients pain area. The issue has not been resolved. No patient symptoms or complications were reported in this event. Additional information: it was reported that patient had back surgery on (B)(6) 2017. The patient was told that her wires had to be removed. The also said there wasn't any pain now and was wondering about the neurostimulator. It was reviewed that if she isn't going to continue therapy and wants to be clear from any compatibility concerns to discuss removal with healthcare provider (hcp). No further information was reported

Manufacturer narrative:
Patient code b)(4) does not apply. Device code (B)(4) does not apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the circumstances that led to the leads being wrapped around the bone were that the patient had to have back surgery on (B)(6)2017. The lead wires wrap around the spinal cord, and the surgeon removed the wires there by cutting the leads which are still in the patient's back. The patient noted that his stimulator is still in his back. There were no further complications reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260 lot# serial# (B)(4) implanted: 2014 (B)(6) explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: 2014 (B)(6) explanted: product type lead: additional review indicated patient code (B)(4) is not applicable to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-oct-16. It was reported that they had back surgery on 2017 (B)(6). At that time, the patient¿s lead wires were removed around the bone to correct their back. The patient stated that the physician had a hard time removing the lead wires. The patient reported that the stimulator didn¿t help them, as their first and second vertebrae were so bad that it caused them pain. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the back surgery was for the patient's first and second vertebrae because their back got worse. The patient stated the back problems had been corrected and they did not have them now. The patient reported that when they had their back surgery, it was determined the wires were wrapped around the spine/bone. The patient stated that the implantable neurostimulator (ins) was still in their body as well as one of the wires. The patient noted the ins was not on and they were not using it. The patient was not planning on using the device since they had their back surgery. No further complications were reported.